Event description:
It was reported that thrombosis occurred and foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During placement of the 31mm device it was noted that a thrombus had formed on the face of the device. The activated clotting time (act) at the time was 380. The device placement was not optimal and the device needed to be repositioned. A sentinel cerebral protection system was put in place and the device was fully recaptured and removed. Upon inspection of the device, a thread-like piece of foreign material was found to be present and upon it a clot had formed. The thread appeared to originate from the junction of the threaded insert and the face of the device. A 27mm device was successfully placed and the procedure was completed.

Manufacturer narrative:
B6 relevant tests/laboratory data updated. B7 other relevant history updated.

Manufacturer narrative:
H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26. H6: evaluation conclusion codes corrected from cause not established - d15 to no problem detected - d14.

Event description:
It was reported that thrombosis occurred and foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During placement of the 31mm device it was noted that a thrombus had formed on the face of the device. The activated clotting time (act) at the time was 380. The device placement was not optimal and the device needed to be repositioned. A sentinel cerebral protection system was put in place and the device was fully recaptured and removed. Upon inspection of the device, a thread-like piece of foreign material was found to be present and upon it a clot had formed. The thread appeared to originate from the junction of the threaded insert and the face of the device. A 27mm device was successfully placed and the procedure was completed. Imaging was reviewed from a third party, which noted that the alleged procedural thrombus event was not confirmed.

Event description:
It was reported that thrombosis occurred and foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During placement of the 31mm device it was noted that a thrombus had formed on the face of the device. The activated clotting time (act) at the time was 380. The device placement was not optimal and the device needed to be repositioned. A sentinel cerebral protection system was put in place and the device was fully recaptured and removed. Upon inspection of the device, a thread-like piece of foreign material was found to be present and upon it a clot had formed. The thread appeared to originate from the junction of the threaded insert and the face of the device. A 27mm device was successfully placed and the procedure was completed.